Event description:
The hospital report states that ¿patient admitted with estimated weight (B)(6). The bariatric bed (c1080) delivered (B)(6) 2009 indicated weight as (B)(6). All weight-related drugs changed accordingly to new weight. On (B)(6) 2009 bed was faulty and unable to move head-end. Huntleigh engineer changed both handsets which rectified the problem. Overnight senior sister informed that bed was not working again. Itu consultant was alarmed and not convinced that patient¿s weight was (B)(6) and requested to reduce noradrenaline. Equipment library manager informed of urgency as patient required emergency operation on the bed in theatre as requested by surgeon. Huntleigh engineer arrived, unable to mend faults, changed to replacement bed. As unsure of actual weight, porta hoist was used. Patient oxygen level desaturated during the procedure of replacing bed. Eight members of staff required for doing this procedure safely. The replacement bariatric indicated patient¿s weight as (B)(6) which is currently used as drug-related weight.¿

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Following a retrospective review of complaints we have identified that this incident had not been reported. So we are retrospectively reporting this incident late. The bed was returned to our lab where we validate the accuracy of the scale. This is included checking the zero error to ensure it was within +/-125grams of the true zero. Then the weight reading was checked at several points going up and down the scale to ensure that there were no errors throughout its range, no errors were found. We carried out prolonged load tests to check the load cell¿s performance and again no errors could be found. The only way to simulate the error described is to zero the scale with the transport screws partially engaged on one side of the bed. This effectively suspended the live weighting base off the two of the four load cells. Then if the transport locking screws are fully disengaged the effect of this was to give a plus 62kg error to the weight on scale display. This error has probably occurred during the initial set up of the bed ready for the patient to arrive. As this is our first recorded incident of this nature we therefore consider this to be a one off with it's origins probably caused by use error. We shall continue to monitor for any further incidents of this nature and will of course inform you if these should arise. Therefore, we do not intend to take any further action and would ask you to consider closing the file.